Manufacturer narrative:
The image result files were reviewed. Reactions visually appeared as reported by the neo. The anti-k test wells also appeared to have a smaller center button with diffusion around it. The customer did not perform additional testing for further investigation and requested service. An immucor field service engineer performed the unexpected reaction checklist. The washer was cleaned; performed camera adjustments and daily maintenance. All parameters were within specifications. Qc performed as expected. Repeat testing was performed with the sample and the expected results were obtained. The instrument is operating within specifications.

Event description:
A customer reported obtaining unexpected negative reactivity on galileo neo (B)(4) for a patient sample with a history of having anti-k and anti-e.